Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump ha stuck button error alarm. No harm requiring medical intervention was reported. Customer stated they did not press a button down for 3 minutes or longer. Customer stated that they were in airplane. Customer stated that the on rare occasions become unresponsive for up to 45 minutes. Customer states they were able to clear the alarm. Customer did not receive a battery failed alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.